Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7753500, 510k # k082728 and (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted images appears to display broken set screw

Event description:
Pre operative diagnosis: cervical trauma procedure: posterior spinal fusion (psf) levels implanted: c1-c5 it was reported that intra-op, a set screw broke off during final tightening on c3 screw. At the final tightening of locking screw, its hexagonal part of mas crosslink set screw got broken. Broken mas crosslink set screw remained inside of the screw head. The hexagonal part was acquired. The setting part was changed to c4 but the same thing had happened. Patient complications were reported as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: product analysis: visually confirmed the mas connector is broken at approximately the base of the connector hex head. The bottom portion of the implant was missing and not returned for analysis. Microscopic examination of the thread form did not identify thread damage on the returned portion of the implant. Microscopic examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.